Manufacturer narrative:
(B)(4). G2: foreign, event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during neurosurgery, noticeable indentations and yellow foreign material were found on the inner sterile packaging. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event could not be confirmed due to a lack of product return. A visual inspection was conducted on the provided photos. The seal and the foil pouch look to be intact. An unidentified substance is visible just below the seal. It cannot be determined what the substance is from the photo. The device history record was reviewed, and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during neurosurgery, noticeable indentations and yellow foreign material were observed on the inner sterile packaging, and a backup device was used to complete the procedure. The issue was identified intra-operatively upon opening the sterile package, and the affected device was not used. The patient had no consequences or impact. Attempts have been made and no further information has been provided.